Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming pulse testing. Upon evaluation, the j1002 and j1003 jumpers were intermittent. The cause of the test failure is the intermittent jumpers. The root cause of the intermittent jumpers cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.